Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the ptfe was peeled/scraped off at approximately between 36.0cm and 45.0cm from the proximal end. The coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. The torque device was on the guidewire where the ptfe coating was scrapped off. The guidewire was found to be bent at 46.0cm from its proximal end. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. During functional testing, friction was experienced as the guidewire was advanced through a demonstration microcatheter likely due to the bend. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Based on the information available and analysis of the returned device, an assignable cause of user error was assigned to this event, as the peeling of the coating appears to have occurred due to the insecurely tightened torque device.

Event description:
After completing the investigation of the device, it was found that the guidewire ptfe coating had peeled. There were no patient complications reported due to the event.